Manufacturer narrative:
Investigation into this complaint included a quality data review, a customer data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the runs for the questioned samples were reviewed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 514503 is performing outside of established design performance specifications. Several customer complaints have reported discrepant results with abnormal fluorescence/curves across multiple lots of alinity m resp-4-plex amp kit (list 09n77-090). In order to ensure there is no product deficiency for this product, a complaint search and frequency of occurrence calculation was completed to assess the performance of the product in the field. The frequency of discrepant results with abnormal fluorescence/curves for the alinity m resp-4-plex product is 0.06%. According to the alinity m resp-4-plex clinical performance protocol, which was used to validate user needs and product requirements: the negative percent agreement (npa) between alinity m resp-4-plex and the comparators assay shall be 95% or greater (frequency < 5%). The frequency of discrepant results is less than 5% therefore a product deficiency for alinity m resp-4-plex (list 09n79) could not be identified from this analysis. The customer's observation of abnormal curves was verified; however, the occurrences of these results continue to meet our design specifications. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 514503 and its components was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 514503 and its components was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify any similar complaints, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 514503. The lot specific complaint history review for alinity m resp-4-plex amp kit (list 09n79-090) lot 514503 identified two additional complaints related to the reported issue. These two complaint tickets are still undergoing troubleshooting in the field. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 514503 was not identified. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported false positive results on the alinity m resp-4-plex assay. One sample was processed on (B)(6) 2021, but customer states this happened to four other samples as well. The reported samples didn't present a characteristic exponential amplification curve. The customer states they were seeing false positive results across all targets. Therefore, the samples were re-tested in the same instrument and generated negative results. Customer reported the issue occurred again, but could not clarify exactly what sample ids were impacted. The customer confirmed that the samples were re-tested. No false positive result was reported outside the laboratory. Customer also reported that there was no known impact to the patient management in conclusion, no false positive results were released outside the laboratory or given to any of the patients. It was confirmed that there was no patient impact caused due to this observation. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.